Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Received 1 set of 4 used arctic gel pads with the original unit packaging opened. During visual evaluation no damages were noted on the pads. The trim patterns of the pads were found correctly, no obvious defects were noted in the laminate of the pads. The energy connectors were found correctly labeled. No obvious defects were found. The pads were submitted to the flow rate test with the arctic sun machine model 2000. The pads were connected to the arctic sun machine model 2000 during 10 minutes, see details below: left chest pad: a total of 2.54 l/min m2 of flow rate were registered during the test. Left thigh pad: a total of 3.67 l/min m2 of flow rate were registered during the test. Right chest pad: a total of 2.54 l/min m2 of flow rate were registered during the test. Right thigh pad: a total of 3.49 l/min m2 of flow rate were registered during the test. The flow rate was found to be acceptable on the returned pads. The flow rate for this product must be above 2.4 l/min m2. The complaint is unconfirmed for the reported issue. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿5. Attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit.¿ (B)(4). Correction = PMA#. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during therapy the pads were giving no flow; as a result, therapy was discontinued and the patient's temperature was maintained using other means.